Event description:
Pt was revised to address moderate poly wear of her asr liner. Osteolysis was also reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible, as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available, however, although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx 20 years implanted. Based on the investigation, the need for corrective action is not indicated.